Manufacturer narrative:
Insulin pump had a corroded keypad traces. All button functioned properly. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at display window corner, minor scratches on lcd window scratched reservoir tube window and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported a button error on his wife's insulin pump. Customer's blood glucose was unknown. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.